Manufacturer narrative:
The actual device was not available; however, 24 companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and device-device interaction testing. The reported problem was not verified; all functional testing was performed with no issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event/therapy occurred from (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line during prime, that could not be purged from the line. The patient had continued therapy, believing that was ok. The patient had neck, shoulder and stomach pain because of it. It was found that when removing the patient extension line, there was no air found in the patient line. It was unknown how many nights the patient had air in the line and continued to use the product. The cg stated the lines were not clamped during prime, and the lines would prime to the top; they did not know what could have caused the solution receding into the tubing. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.